Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history records from the kitting department revealed that instrument set kat ¿040 had most recently been returned to (B)(4) on november july 26, 2012, reprocessed in the kitting department by a certified surgical set technician and placed into odc finished goods inventory on september 16, 2012. The instrument set replenishment process record indicated that the instrument set contained two 2.5 mm hexagonal drivers, p/n 60-0717, lot code # 6119640001 and # 2510690001. A review of device history records revealed that a quantity of four of the 2.5 mm hexagonal drivers (p/n 60-0717, lot # uy0671) were manufactured by drt medical, located in (B)(4), inspected and placed into inventory on december 2, 2014. A review of inspection data from drt medical and ils (B)(4) qc department did not find any out-of-specification (oos) results. A query did not find other customer complaints associated with the inability to assemble the katalyst implants due to improper orientation of the two 2.5 mm hexagonal drivers. A review of sales figures determined that integra has sold (B)(4) katalyst radial head implants during the time period of 2009 ¿ august 21, 2015. This single complaint equates to a frequency of (B)(4) for the same time frame. Conclusion: the root cause for this complaint is that there was inconsistency in the manufacturing of the 2.5 mm hexagonal drivers. Specifically, hexagonal drivers manufactured in 2014 and 2015 by drt medical were made according to drawing 600717, rev. N and had the flats of the hexagonal head at a 60o angle with respect to the flats of the handles. Hexagonal drivers manufactured for kmi had the flats of the hexagonal head close to being parallel to the flats of the handles, which is the design specification but does not match drawing 600717.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a f/u MDR submission.

Event description:
This is the first of two related complaints, two devices, same event/procedure. As reported, when dr. (B)(6) proceeded to put the katalyst radial head implant in the pt the screw driver handles flat aspect did not properly align causing him to not have the ability to snap the head to the stem. Per the surgical technique for the katalyst radial head system, the screw drivers are to be inserted into the hex head holes on the stem and the head of the implant. Dr. (B)(6) properly inserted and aligned the screw drivers but one of the screw driver's hex portion was not properly machined/inserted in the handle from my investigation. Since the hex portion was machined/manufactured in the improper alignment this caused the screw driver handle to bump the other handle causing not to lay flat against each other. Dr. (B)(6) attempted to snap the stem together and it caused the head to slip off every time. Multiple attempts were made and he even switched positions of the screw drivers. Due to this dr. (B)(6) was not able to get the stem and head snapped together with the integra provided screw drivers (600717). We had to call for add'l hex head screw drivers from another MFR to get the implant assembled. With other screw drivers from another MFR he was able to assemble the implant on the first try. In my opinion, I felt the malfunctioned screw driver misalignment caused dr. (B)(6) the inability to assemble the implant. It was reported the event occurred during a procedure; however, no pt injury is alleged. Add'l info received via phone call (B)(6) 2015. Thank you for the update via phone call. In summary: both drivers, in conjunction, caused the issues during the case. One driver appears to be slightly askew in the handle, causing the drivers not to sit flush, further causing the surgery to be delayed until a competitor product was located and used to complete the procedure. Spare hex drivers are not included in the set. The surgeon's technique was per protocol.